Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding the patient. The caller reported that the patient indicated their implantable neurostimulator (ins) is not functioning properly and needs to be replaced. The caller had no additional information.